Event description:
During a review of programming history, it was noted that a faulted system diagnostic test altered the normal mode output current for this patient's device. The event was not corrected at the time of the event. No adverse events have been reported as a result of this.

Manufacturer narrative:
Review of programming history.